Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products that used in this study: carto, lasso, pentaray nav, visitag. Non-biosense webster devices that were also used in this study: daig duodeca 2-10-2, (st. Jude). Manufacturer's ref. No: (B)(4). Biosense webster manufacturer's report numbers: 2029046-2018-02350 are related to the same incident.

Event description:
"Event description: this complaint is from a literature source. The following complications were reported in this publication: 1 patient underwent catheter ablation of atrial "fibrillaiton" and suffered atrioesophageal fistula 28 days post-procedure. The patient suffered from a febrile "infect" and underwent tee to exclude endocarditis, which caused air embolism and bleeding from the atrioesophageal fistula. The patient expired 2 days later after excessive bleeding from the fistula. No further details were provided. Multiple requests for clarification have been sent to the corresponding author, but no additional details were provided at this time. If additional details will be provided this report will be updated accordingly. There are 2 death events and 0 device malfunction events reported in this publication. The suspected device is navistar thermocool model and catalog number are not available. Other biosense webster devices that were used in this study: carto. Non-biosense webster devices that were also used in this study: none. Publication details: title: positive impact of pulmonary vein isolation on biventricular pacing in non-responders to cardiac resynchronization therapy (crt). Objective: to investigate the effects of catheter ablation in af patients with non-response to crt. Methods: 38 consecutive patients with documented atrial fibrillation and crt non-response that underwent catheter ablation for af between january 2010 and august 2017 were included in this retrospective analysis."